Manufacturer narrative:
The device was not returned for evaluation. Potential root cause for this failure mode could be due to lower latex/over chlorination/user related (pulling by user/ expose to sharp object). The lot number is unknown therefore the device history record could not be reviewed. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews.

Event description:
It was reported that the tip of a bard catheter was found inside the patient. On (B)(6) 2016, during a surgical procedure, a bardex foley catheter was placed. The customer was sent home on the same day with the foley catheter left in place. On (B)(6) 2016 the patient returned to the doctor complaining unable to urinate with the catheter. The doctor replaced the foley catheter with another bardex foley catheter. On (B)(6) 2016 the customer returned to the doctor's office to have the second bardex foley catheter removed. During the removal, the patient heard a popping sound. The nurse and doctor reassured the patient that nothing was wrong and it would be fine. In the following months , the patient developed painful urinary tract infections, which were treated by her doctors. The patient also experienced painful urination. On (B)(6) 2018, the urologist performed a scan and a "foreign object" was found in the patient. On (B)(6) 2018, the patient underwent a cystoscopy removing the foreign object. The foreign object appeared to be a tip of a bardex foley catheter. The foreign object had calcification on the interior and exterior.

Manufacturer narrative:
The device was not returned for evaluation. Potential root cause for this failure mode could be due to lower latex/over chlorination/user related (pulling by user/ expose to sharp object). The lot number is unknown therefore the device history record could not be reviewed. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the tip of a bard catheter was found inside the patient. On march 7, 2016, during a surgical procedure, a bardex foley catheter was placed. The customer was sent home on the same day with the foley catheter left in place. On (B)(6) 2016 the patient returned to the doctor complaining unable to urinate with the catheter. The doctor replaced the foley catheter with another bardex foley catheter. On (B)(6) 2016 the customer returned to the doctor's office to have the second bardex foley catheter removed. During the removal, the patient heard a popping sound. The nurse and doctor reassured the patient that nothing was wrong and it would be fine. In the following months , the patient developed painful urinary tract infections, which were treated by her doctors. The patient also experienced painful urination. On (B)(6) 2018, the urologist performed a scan and a "foreign object" was found in the patient. On (B)(6) 2018, the patient underwent a cystoscopy removing the foreign object. The foreign object appeared to be a tip of a bardex foley catheter. The foreign object had calcification on the interior and exterior. Per additional information received, it was reported that while the foley was being removed, the catheter had ¿bulb burst or ruptured¿ while it was in the bladder. Later, the patient experienced pain-perineal mostly and hurts in buttocks while sitting down. The patient had episodes of mucus drainage and a globe of mucous came out associated with bladder spasms. The patient further experienced dyspareunia, urinary tract infection, stress female urinary incontinence, calcified catheter fragment, 22 infections per year, urgency, bladder pressure, bladder pain, void symptoms, postmenopausal atrophic vaginitis, blood in urine, vaginal pain left sided, vaginal fullness, pain with intercourse, painful urination, stomach pain, calculus in bladder, and cysts. On (B)(6) 2018, the patient underwent cystoscopy and catheter fragment was removed. Additionally, the patient required surgical and non-surgical interventions.